Manufacturer narrative:
On 05-may-2020: no failure could be identified as a result of the investigation.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out - vagina [foreign body in reproductive tract]. Awful smelling discharge - vagina [vaginal discharge]. Piece of tampon broke off inside me [device breakage]. Case description: consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.

Manufacturer narrative:
On 27-jun-2020 additional product investigation results: no failure could be identified as a result of the investigation.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out - vagina [foreign body in reproductive tract]. Awful smelling discharge - vagina [vaginal discharge]. Piece of tampon broke off inside me [device breakage]. Consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.